Event description:
It was reported that the device was found to be in backup vvi following an unrelated surgical procedure. A device download was successfully performed. Upon interrogation following reset, low, out of range, high voltage impedance was observed. The pocket was opened and the device once again reset into backup vvi during the procedure. Device was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported field report of backup vvi (bvvi) was confirmed in the laboratory. Review of the device image indicated the device entered bvvi mode twice. The cause of the first bvvi could not be determined since the device image was not available. The cause of the second bvvi was due to a power on reset (por). Further evaluation noted the hv output circuitry was damaged. The cause of the por and hv output circuitry could not be determined.